Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the balancing procedure the balanced sizer became very tight and jammed at a critical stage. This meant that could not properly balance the knee. This incident added around 35 minutes to the procedure. After the case I looked at the instrument and the two main pieces of the body were completely jammed together. One possibility (only my opinion) is that the locking ring inside the mechanism may have become jammed, not allowing the two main body parts to move freely attune specialist - nsw.

Manufacturer narrative:
The investigation confirmed that the returned product had become jammed as reported.a report was received from bioengineering stating that the root cause is design. The design is not robust if the IFU is not followed appropriately. The material of the handle has been altered to reduce the chance of galling via eco425544. It is unlikely there is a manufacturing fault. It should be noted that this product is from a batch previous to the implementation of eco425544.the complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.